Manufacturer narrative:
Investigation: DHR/bhr review: the manufacturing records were reviewed with no issues being identified. Investigation conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6124787, medical device expiration date: 09/30/2017, device manufacture date: 05/30/2016. Medical device lot #: 6064559, medical device expiration date: 07/31/2017, device manufacture date: 03/04/2016. Initial reporter phone #: (B)(6) fax reporter phone #: (B)(6). Investigation: a total of 3 tubes were received and tested at the manufacturing site. All 3 tubes tested with a bd holder performed as expected without stopper or shield pulling off/attaching to needle. Bd does not guarantee product performance in conjunction with non bd products. In addition, broken bow does not perform functional testing of bd product in use with non bd product. Conclusion: the manufacturing site was not able to confirm the stated failure mode with the 3 customer samples tested. This product defect will be tracked and trended for future awareness at the site. Due to the severity and occurrence of this issue, no further action is necessary at this time. Di#: (B)(4)

Event description:
It was reported by a user that after blood collection, while withdrawing the bd vacutainer® plus plastic whole blood tube, bd hemogard¿, the cap became disconnected from the tube and remained in the needle holder. There was no report of injury or medical intervention.